Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x38mm promus element drug-eluting stent was selected however during the procedure while inside the patient's body, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element, mr, ous 2.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage: stent struts pushed approx. 5mm distally from the proximal markerband, stent struts bunched, distorted and overlapping for approx. 10mm. The distal end struts were tightly crimped onto the balloon and had not moved on the balloon. The stent od (outer diameter) of the undamaged distal portion of stent was measured and is within the max crimped stent profile specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x38mm promus element ¿ drug-eluting tent was selected however during the procedure while inside the patient's body, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.